Event description:
Per the customer, during a procedure the providers did not agree with the triton loss, they felt that the patient bleed more and her h&h decreased. The procedure was completed successfully without a surgical delay. No medical intervention or adverse consequences were reported.